Event description:
Event description boston scientific, crm received information that this right ventricular (rv) defibrillation lead exhibited noise when the patient strained, resulting in an inappropriate shock. This noise was reproduced once; however, the cardiac resynchronication therapy defibrillator (crt-d) did not sense it. This hospital expressed a general dissatisfaction with guidant rv leads, as they reported seeing lots of noise on guidant rv leads, and attributed several cases to the integrated bipolar feature. A boston scientific technical services (ts) consultant reviewed the episode and also confirmed that this oversensing resulted in some inhibition of pacing and the noise was likely due to myopotential oversensing. Ts recommended reprogramming the sensitivity to least.

Event description:
Boston scientific, crm received information that this right ventricular (rv) defibrillation lead exhibited noise when the patient strained, resulting in an inappropriate shock. This noise was reproduced once; however, the cardiac resynchronication therapy defibrillator (crt-d) did not sense it. This hospital expressed a general dissatisfaction with guidant rv leads, as they reported seeing lots of noise on guidant rv leads, and attributed several cases to the integrated bipolar feature. A boston scientific technical services (ts) consultant reviewed the episode and also confirmed that this oversensing resulted in some inhibition of pacing and the noise was likely due to myopotential oversensing. Ts recommended reprogramming the sensitivity to least. The sensitivity was not reprogrammed; however, the duration was moved out to 3 seconds. Six years later, this lead was returned for analysis without further allegations.

Manufacturer narrative:
Six years later, this device was removed and returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis concluded this device met specification.